Event description:
Pt received an 'o4,' occlusion alarm, on his insulin pump. He kept clearing the alarm & did not address the problem until he returned home from work. He then found & replaced the occluded infusion set. By that time he was already suffering from diabetic ketoacidosis. He was hospitalized for treatment on 6/14/98 & was released on 6/15/98. He believes the insulin was crystallyzing from the heat & will change back to br insulin from humalin regular.